Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to patient requiring serial mris and device non-use. There are no plans to re-implant the patient with a new device as of the date of this report.